Event description:
Patient #2 underwent a l5-s1 revision microdiscectomy in 2000 with an application of adcon-l. Sometime post-operatively, the pt experienced a csf leak (according to the surgeon). No add'l info is available at this time.

Event description:
2/00-pt received injection to the sacro-iliac joint and underwent a revision l5/s1 microdisectomy with application of adcon-l. Pt made uneventful post-operative recovery; wound healed without difficulty. Pt was mobilized on 1st post-operative day and discharged on 3/00. Approximately 1 week post-surgery the pt developed "quite severe occipital headaches upon standing" and "over the last few days has noticed some swelling around the wound". The pt was examined by the surgeon and the surgeon indicated that the pt has a cerebro spinal fluid leak in the subcutaneous tissues. Bed rest was recommended. 3/00-pt was seen by physician. Physician notes the pt continues to suffer from back pain and a tense cerebro spinal fluid collection in the lower lumbar spine. Pt is then scheduled for surgery in one week-revision of wound and to close the cerebro spinal fluid fistula. 4/00-pt underwent procedure to close the cerebro spinal fluid fistula. A lumbar drain was left in situ for a period of 4 days. Drain was removed and wound was dry. 12 days later, upon examination the pt "has made an excellent and uncomplicated post-operative recovery" as noted by the physician.